Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 523 mg/dl with moderate ketones. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER 1 day later with the issue resolved and no permanent damage. Reportedly, the customer alleged that pump software did not accurately adjust the amount of insulin delivered; however, tandem technical support performed pump data log review and found that the pump and related supplies were operating as intended. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Multiple attempts were made by tandem clinical support to follow-up with the customer on the reported issue, but no response was received.